Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2mm x 20mm x 143cm coyote es, a 2mm x 40mm x 145cm coyote es, and a 2.0mm x 150mm x 150cm coyote balloon catheter were selected to treat the lesion. However, all three balloons ruptured during initial inflation at maximum inflation pressure for 1 minute. The devices were removed and the procedure was completed with another of the same device. There were no patient complications and the patient was in good condition.